Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding vaginal') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (b(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gallstones, uterine fibroids, endometrial atrophy, paratubal cyst, dysfunctional uterine bleeding, menometrorrhagia, gravida ii, parity 4, abortion, c-section, menstruation irregular, mastalgia, itching, vaginitis, urinary tract infection and adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced vaginal discharge ("vaginal discharge"), 4 months 29 days after insertion of essure (ess205). On (B)(6) 2006, the patient was found to have smear cervix abnormal ("other injury(ies) or complication please describe: abnormal pap smear") and experienced inflammation ("other injury(ies) or complication please describe: inflammation present."). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and breast pain ("breast pain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin breakouts") and was found to have melanocytic naevus ("rashes or skin conditions type: moles"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections") and ovarian cyst ("moles, reproductive system disorder or condition type of disorder or condition: ovarian cyst"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced depression ("psychological or psychiatric problems condition: depression / psych injury"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy and on (B)(6) 2008 underwent ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, vaginal discharge, rash, bacterial vaginosis, urinary tract infection and depression had resolved and the menorrhagia, vaginal infection, weight increased, breast pain, melanocytic naevus, ovarian cyst, fatigue, smear cervix abnormal and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, breast pain, depression, dysmenorrhoea, fatigue, inflammation, melanocytic naevus, menorrhagia, ovarian cyst, pelvic pain, rash, smear cervix abnormal, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: with this placement a good coil was seen with about four coils showing out of the tube. The same procedure was followed on the patient's right side, and a good, approximately four coils were noted coming out of the tubal ostia. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Imaging procedure - on (B)(6) 2005: essure confirmation test (unspecified): results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhea; pelvic pain, menorrhagia, ovarian cyst, vaginal discharge, fatigue quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : previously reported event "injury nos" updated to"pelvic pain", events- " abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, psychological trauma, vaginal infection, vaginal discharge, weight gain", lab data added. On (B)(6) 2019: fu 2 and 3 process together : plaintiff fact sheet and medical record received. Events: "abnormal bleeding vaginal, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, infection (bladder/ urinary tract/vaginal) type: urinary tract infections, psychological or psychiatric problems condition: depression, rashes or skin conditions type: skin breakouts, rashes or skin conditions type: moles, reproductive system disorder or condition type of disorder or condition: ovarian cyst, fatigue, other injury(ies) or complication please describe: abnormal pap smear, other injury(ies) or complication please describe: inflammation, lower abdominal pain, breast pain" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.